Event description:
It was reported that the customer received an unexpected restart alarm after replacing the battery. The customer's blood glucose level was 270 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
A21 after battery change and memory reset after battery change due to faulty c13 on ib. Unit had minor scratched display window and cracked display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.